Event description:
The manufacturer received information alleging a ventilator's oxygen readings were incorrect. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's low flow oxygen tubing was reseated to the blower to address the issue.